Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported by that during a lap lar the cdh29a fired and the stapler were formed, but appeared to be loose and not air tight. Case completed with another device of the same product code. There were no patient consequences reported.